Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis and fatal long-term malnutrition in a patient coincident with dianeal low calcium (2.5 meq/l) pd solution with 1.5% dextrose and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal and extraneal therapies were ongoing until the time of death. During a call with baxter taiwan technical services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date in 2012, the patient died due to long-term malnutrition (onset not reported).